Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system was down. Upon remote analysis, rse found that the tso was damaged. To resolve the reported issue, customer replaced geo module tilt flexmove kit wp. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the tabe side operating (tso) module on the allura system was damaged, which would prevent geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.